Event description:
The customer reported via phone call that he had vibration anomaly on the insulin pump. Customer's blood glucose was 180 mg/dl. The customer stated that the device is not vibrating as it sounds like something is loose. Customer was advised that the device would be replaced. And agreed to return the product for analysis. The customer also reported that the insulin pump had a scratches across the screen. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. The insulin pump was received with rattling vibration during self-test due to adhesive not adhering.